Event description:
Cataract surgery conducted by dr. (B)(6), resulted in peripheral distortion diagnosed by dr. (B)(6), as "thick peripheral blocked" induced by dr. (B)(6) believed defective lenses (product manufacturer of cataract lenses. Device code; 1506. Patient code: 2138. Reference report# mw5178369.